Event description:
It was reported that the right ventricular (rv) lead exhibited poor sensing, decreased impedance, and increased threshold. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4068, lead, implanted: unknown. (B)(4).